Event description:
Customer reported receiving erratic readings on their adc meter. Customer reported receiving readings of 501 mg/dl and 143 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer further reported that due to erratic readings, he didn't know how much insulin to take, which resulted in symptoms of hyperglycemia. No third-party medical intervention was reported. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the monitor failed the speaker test with no sounds being emitted. An alternate device was employed for the procedure. The user reported the... Was completed successfully and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging and inaccurate high reading on their one touch ultra 2 meter. The patient mentioned that the reported issue began on (B)(6) 2010 at around 1:54 pm. The patient mentioned that they obtained a 141 mg/dl and did not exhibit any symptoms. The patient took their usual dosage of medication. The patient mentioned that the following day, the patient felt shaky. The patient did not seek any medical attention or contact their physician for assistance. A quality control test was not done since the patient did not have any control solution. Product was replaced.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed testing with no faults found. In addition, the retain test strips were tested and no faults were found. If any additional information is available, the FDA will be notified in a third follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.